Manufacturer narrative:
The lithium reagent lot number was 756447 with an expiration date of 30-sep-2025. The customer performed a precision test with 25 runs and the results corresponded to one another. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for cobas lithium (lithium) on a cobas c 503 analytical unit. On (B)(6) 2024 "patient 2" initial result was 2.8 mmol/l. The sample was repeated twice with results of 1.0 mmol/l. On (B)(6) 2024 "patient 1" initial result was 2.5 mmol/l. The repeat result was 0.6 mmol/l. The initial results were reported outside of the laboratory where they were questioned as the patient¿s previous lithium results were normal. The repeat results were believed to be correct. The customer further repeated the samples in triplicate and the results were consistent with the repeat results.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2024 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the customer's pre-analytical information. Multiple abnormal aspiration alarms were observed on the alarm trace data from the day of the event. The field service engineer (fse) performed precision testing with qc material; one result was high, outside of the acceptable range. The fse replaced a reagent probe and performed adjustments. Precision test results passed. The investigation determined the service actions resolved the issue.